Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error 130 alarm noted during testing. The motor was tested outside of the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received from medtronic indicated that alarm generated when the pump detects movement in the hall sensor counts that are unexpected since the insulin pump did not command motor movement. Troubleshooting was performed. The displacement test failed and the issue remained unresolved. The insulin pump will be returned for analysis.